Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced a high blood glucose. Customer¿s high blood glucose level was 420 mg/dl. Customer stated that the insulin pump received a battery out limit alarm. Customer stated that he insulin pump had a blank display and it observed that the display was returned. The product will not return for the analysis.

Manufacturer narrative:
Device passed all functional tests, including the idle current measurement test, run current measurement test, self test, off no power test, a21 error test, displacement test, basic occlusion test, occlusion test, prime test, rewind test and excessive no delivery test. Device was received with normal operating currents. Device was monitored for several hours and no unexpected battery power loss, battery out limit alarm and blank display noted during the testing. (B)(4).